Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure surgeon was using the pfna2 awl for opening entry. Surgeon then impacted the awl slightly with the awl breaking into three parts with the tip of the awl imbedded in the pt's trochanter. Surgeon managed to take the majority of the awl out but the small tip of the awl could not be removed and remains in the pt's femur.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.